Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 - customer was unable to confirm serial number, therefore, manufacturer date is unknown. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, it is likely the facility staff did not receive proper training on reprocessing and/or device handling according to instructions for use of oer-pro. The specific root cause of the facility training and/or device handling could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: ¿6.4 setting the disinfectant solution counter. Note on the disinfectant solution counter function acecide-c product overview - reuse period up to 5 days." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported an evis exera iii gastrointestinal videoscope was used for an esophagogastroduodenoscopy after being reprocessed with expired acecide. The customer reported this occurred because they forgot to replace the liquid chemical germicide (lcg) in the endoscope reprocessor on the required date. The customer did not replace the lcg until after six days of use. The customer reported that a total of six cycles were run on the device for six different patients requiring procedures using scopes. The facility checked the efficacy between each case and the efficacy passed on all six cycles. The customer reported all six patients were notified that this occurred and to report any experienced adverse events. There have been no adverse events or infections reported by the patients. There are a total of 7 complaints related to this event: patient identifier (B)(6) reports the use of the oer-pro with expired acecide. Patient identifier (B)(6) reports the gif-hq190 processed in oer-pro and used on patient #1. Patient identifier (B)(6) reports the gif-hq190 processed in oer-pro and used on patient #2. Patient identifier (B)(6) reports the gif-hq190 processed in oer-pro and used on patient #3. Patient identifier (B)(6) reports the gif-hq190 processed in oer-pro and used on patient #4. Patient identifier (B)(6) reports the gif-hq190 processed in oer-pro and used on patient #5. Patient identifier (B)(6) reports the gif-hq190 processed in oer-pro and used on patient #6.